Event description:
Doctor attempted to set the plate and when the screw was introduced the locking mechanism engaged before the screw was completely set. At that point, the doctor abandoned the system and used something else to finish his case. Surgery delayed approx 20-30 minutes.

Manufacturer narrative:
The reporter, spoke with the sales representative, who was present in surgery. The rep said that he noticed the o.r. Tech pick up the verteview plate by pinching the ends between his fingers when he was carrying it to the surgeon. He believed that the o.r. Tech inadvertently engaged one or both of the end locking tabs as he carried the plate to the surgeon. He told his theory to the surgeon after the case was finished and the surgeon agreed that this theory was probably correct. No additional info can be obtain since the sales representative has terminated his employment.